Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found over infusion with an undetermined root cause. Interrogation of the pump determined it was used to infuse dilaudid [25.0 mg/ml] at 6.004 mg/day and bupivacaine [4.0 mg/ml] at 0.9606 mg/day. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's pump was explanted and returned to the manufacturer with no additional information. No patient symptoms or complications were reported. The indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
(B)(4).